Manufacturer narrative:
As reported, the bard/davol capsure straight fasteners did not provide adequate fixation while fixating into the peritoneum. The subject device was returned for evaluation. Evaluation of the sample finds the device is jammed due to bent, kinked cannula. The cannula bend is not indicative of the as manufactured condition. Based on the event as reported and sample condition, root cause is the result of forces applied to the device at the device/port interface while fixating the peritoneum resulting in kinking the cannula and bending the shaft. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in january, 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used. Place the tip of the capsure¿ permanent system at the desired location and apply adequate counter pressure. Different types of mesh may require different amounts of counter pressure. Adjust angle and counter pressure appropriately. Compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." The IFU also states, ¿the capsure permanent fixation system can be used with most 5 mm trocars. Ensure compatibility by inserting the device into the trocar prior to introduction into the patient. The capsure permanent fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument.¿ sample evaluated.

Event description:
As reported during a laparoscopic procedure on (B)(6) 2021, the bard/davol capsure straight fixation device was used to fixate a mesh (unspecified), which was hydrated before use. As reported, after 2-3 fasteners were deployed into the peritoneum with adequate counter pressure, fasteners were not able to be fixated. On inspection a damage mark was observed on the shaft (cannula) at the scale number 11. As reported, another device was used to complete the procedure. The surgeon is experienced user of the capsure fixation device. There was no reported patient injury. A photo provided shows a bend in the cannula at the scale number 11.